Manufacturer narrative:
(B)(4). The reported field event of low pacing lead impedance was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found. The cause of the field event could not be determined. (B)(4).

Event description:
It was reported that during lead revision, low out of range, pacing lead impedance was observed. The lead was disconnected from the device and tested via the analyzer; measurements were normal. The ICD was explanted and replaced. Patient is in stable condition.